Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a repeated an air detected in cassette' message during drain 6 of 6 of treatment. During troubleshooting with technical support, the patient found that the luer lock (with adapter) was unscrewed from the supply bag (non-fresenius product). The patient was advised to contact the nurse and to continue with use on the cycler. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.